Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, it was difficult to attach the hand piece to the device. The procedure was completed using another same like device. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The root cause of the difficulty inserting the disposable was due to a misaligned cpc coupler and cpc connector. It was also found that the sub chassis was bent and the rubber feet were missing.